Event description:
A charge nurse reported the system did not have any irrigation/aspiration (I/a) during the phacoemulsification (phaco) portion of a cataract intraocular lens implant procedure. Due to this event, the surgeon had to perform an anterior vitrectomy. They switched to an alternate system, which did not function, and then switched back to the original system to perform the vitrectomy. Following a ten minute delay for the system exchanges, the procedure was completed. After the surgery, they found that they had chosen the incorrect setting for the handpiece on the alternate system, which caused the system not to function. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The software was updated. The vitrectomy issue that was noted was attributed to user handling and was not related to the reported event of no irrigation/aspiration (I/a) during phacoemulsification (phaco). The system was then tested and found to meet all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).